Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
It was reported by the field clinical specialist (fcs), that during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra resilia valve, during valve deployment the balloon ruptured right as full inflation volume was achieved, but before the 3-5 second hold. Post angiograms and echo evaluations verified there was no pvl and patient had good hemodynamics; therefore, the physician decided to not post dilate the valve. During removal of the commander delivery system (ds) through the esheath+, withdrawal difficulty was experienced when the distal tip of the ds got to the tip of the esheath+. Once the physician and team determined the ruptured balloon could not fit back into the first esheath+, they started planning for a surgical cutdown on the access site. They were able to remove the esheath+ from the access site but not the ruptured balloon and the surgeon needed to cutdown more. A second esheath+ was opened and inserted into the artery to safely hold hemostasis on the artery while the surgeon performed an additional cutdown. Then the ruptured balloon and sheath were able to be successfully removed and the cutdown site safety closed. Patient did fine and was returned to recovery with no harm. The device was discarded at the hospital. The reported perceived root cause of the balloon rupture was sinotubular junction (stj) calcium.